Event description:
It was reported that the wire got stuck in one of labeled holes. No further information was provided. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Actual event date not known. The device was returned for visual inspection and the event was confirmed. The second bore hole is damaged. Further investigations concerning the manufacturing and material records revealed that the present article conforms to the specifications. Unfortunately we are not able to understand how this could happen; therefore we are not able to elaborate the exact reason which has led to this phenomenon. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. Conclusion ¿ the complaint is considered indeterminate from a manufacturing perspective. Currently, we are unable to give a conclusive statement regarding a possible failure reason and the complaint condition is due to an unknown cause.